Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Troubleshooting was done for prime rewind. Customer's blood glucose was 110 mg/dl. Customer stated that the drive support cap was sticking out. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Explained to customer that compromised force sensor system alarm caused by during seating the force sensor did not detect the reservoir. No further info provided.